Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during da vinci sleeve procedure, while stapling up the stomach, jaws would not lock on tissue and would not fire. They opened another reload to complete the case. There was no patient injury.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.